Manufacturer narrative:
Visual inspection of the returned device revealed that the balloon was partially filled with approximately 1/3 of saline and 2/3 of air. The balloon was fully inflated with water and pressure was maintained. The inflation indicator performed per specification. No leaks were observed. The inflated balloon diameter was also verified and was noted to be within specification. Based on the information provided and the investigation performed, the root cause of the reported event could have been incorrect prep of the balloon. Per the mynxgrip instructions for use (IFU), the device needs to be purged of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. There is no evidence to suggest that the mynx vascular closure device did not meet specification or perform as intended per the IFU. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. Production identifier (pi) number is unknown as the lot number was not provided.

Event description:
It was reported that the mynx vascular closure device had a balloon loss of pressure event during pull back. The whole device pulled out. Manual compression was applied for 10 minutes. The patient was noted to be fine and there were no adverse events. Additional information was requested but is not available.